Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited oversensing of noise that resulted in storage of a non-sustained ventricular episode. Technical services (ts) discussed the potential of electromagnetic interference (emi) and discussed programming options for ventricular tachycardia episode storage. Additional information was received that intermittent increases in rv pacing impedance measurements were observed with measurements as high as 1,996 ohms. Technical services (ts) discussed potential causes and programming options. No adverse patient effects were reported. This device remains in service.